Event description:
It was reported patient underwent a rotator cuff repair on (B)(6) 2012. During the repair, the surgeon attempted to screw in an anchor after punching a hole in the bone and it would not advance. The surgeon attempted to increase pressure to advance the anchor, but was unsuccessful and he decided to pull the anchor out. The tip fractured off in the bone as the anchor was being removed. The tip was retained in the patient's bone and another anchor was placed in the hole on top of the fractured piece. The patient was reported to have medium-hard bone.

Manufacturer narrative:
The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device."